Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) steel cable broke inside the cavity during use. The issue was identified by the surgeon at the console, who noticed a loss of grip, and was also confirmed by the scrub nurse and assisting surgeon, who observed the cable rupture. The incident occurred approximately one hour before the end of the procedure, and it was necessary to open another forceps of the same model to complete the surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.